Manufacturer narrative:
The user received a sensor replacement alert on (B)(6) 2025, day 21 after insertion. The RMA was authorized for the return of the sensor for further investigation. Upon receipt, in-house testing of the returned sensor showed no malfunction. A review of the in vivo raw data showed depressed signals triggering the sensor replacement alert. However, failure mode could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 01 dec 2025. D4. Additional device information updated. G3.date received by the manufacturer? 01 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.